Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 410 mg/dl. The customer didn't treat. The customer stated that they have a back up plan. The troubleshooting was performed. The customer reported that the alarm resolved by a complete set change. The customer got multiple no delivery alarm. The customer is okay to troubleshoot for high blood glucose.